Event description:
Date of event: estimated august 2005. User experienced location guide (lg) error messages "lg not functioning properly" and "lg out of sensing volume" when lg is within the sensing volume. The lg cable was replaced but the error message repeated. The pt was not injured.